Event description:
Per the audiologist's report, this pt hit his head at the implant site around 2006. Following that incident, the internal magnet was observed to move around the implant site and the child was only able to use his device, when the magnet was stable. Integrity testing of the device yielded normal results. The surgeon replaced the magnet one year later. The device has since been reactivated and the pt is performing well.